Manufacturer narrative:
Device powered up properly after battery installation. No display anomaly, missing segments or partial display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored for a day and no missing segments or display anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had partial display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump was not dropped or bumped. The device will be returned for analysis.